Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to customer. There was no additional information provided.

Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to customer. Customer changed pump supplies to address the issue.

Manufacturer narrative:
Information of how the customer resolved the issue was provided on (B)(6) 2026 and initial MDR was submitted on (B)(6) 2026.